Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 40 and a blood glucose of 110 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting infomed customer that insertion may impact sensor performance as well as calibration. Customer was advised that the sensors would be replaced but declined to return the product for analysis.